Event description:
It was reported that during the implant procedure a white object was noted near the helix, the lead was not implanted.

Manufacturer narrative:
Final analysis found that the steroid plug was displaced inside the helix. (B)(6).